Event description:
Information received with return of the explanted device notes that after two previous normal follow-ups, the patient returned for evaluation because of undefined symptoms. Initial ECG exhibted an intrinsic rate of 30-35 bpm with the device programmed ddd at a rate of 70 ppm. The device was reprogrammed to vvi and high output but there was still complete loss of capture and sensing along with unstable impedance measurements.